Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, battery tube threads and with corroded battery tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarmed button error. Customer stopped using the insulin pump. Customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.